Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that abviser inserted to a trauma patient, post splenectomy. Readings displayed varied considerably from those obtained prior to insertion; from teens down to 3. They tried troubleshooting and ultimately in less than 24 hours removed it and inserted another abviser; they felt readings were more aligned with their expectations. The patient was subsequently discharged from ICU; no follow up info is available from that point.